Event description:
The (B)(4) output though the button had never been pushed.

Manufacturer narrative:
A follow-up report will be submitted to the FDA once the suspect device is received and the evaluation has been completed. Other: device is in transit from (B)(4).